Event description:
It was reported that, "the adjustable stop on the lag screw step drill is not holding its position during drilling."

Manufacturer narrative:
Device will not be returned. No evaluation will be performed. If the device or additional information becomes available, it will be reported on a supplemental report.